Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the circuit board inside scope connector was broken by user handling of the device below, causing the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s report for scope communication error b30, and found it was due to a defective plug unit (video electrical connector). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified procedure, scope communication error b30 occurred. The procedure was completed using a similar device, with no delay to the procedure. There was no patient or user injury reported.